Event description:
The patient was initially with an afx2 bifurcated stent graft (bsg), for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2017. It was reported that the patient was seen (B)(6) 2025 for a routine follow-up and there is a possible type iiib endoleak. The patient is currently stable and being monitored while an intervention is being discussed with the physician.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. The type iiib endoleak complaint is unconfirmed. Device, user procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence to suggest there are no contributing factors that were identified. The final patient status was reported as stable and being monitored while an intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.